Manufacturer narrative:
Per tandem's user guide: your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose level was 86-93 mg/dl. The customer declined to provide further information or perform troubleshooting, though did report that the pump has been submerged in water for a couple hours at a time on multiple occasions.